Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "for urological use only. Use a luer tip syringe. Inflate with stated ml of sterile water. Contains natural rubber latex. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex.." (B)(4).

Event description:
It was reported that the balloon in the catheter allegedly deflated over time after being inserted, causing the need to be changed. It was reported that when the catheter needed to be changed, it caused excessive bleeding in the patient. The patient was taken to the emergency room. Action against the bleeding included flushing and bloodwork to rule out other causes. The bleeding would not have been self-limiting. The emergency room doctor strongly believed the cause was the catheter. The reporter stated that this has happened 4 times in 2 months and cannot confirm any of the lot numbers or exact dates without checking with homecare nursing services. This latest event, the catheter was allegedly inserted on friday (B)(6), and on wed (B)(6), had fallen out due to the deflated catheter. Due to the previous alleged incidents, the nurses would stay for an extra hour or two to ensure the catheter is staying in place. The patient has an enlarged prostate and this appears to be the only catheter that has worked in four years with no trouble, until now. There have been no apparent changes to his medical condition to explain why catheters behave differently. Customer reports that no samples were kept but was advised to keep any should the event recur.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon in the catheter allegedly deflated over time after being inserted, causing the need to be changed. It was reported that when the catheter needed to be changed, it caused excessive bleeding in the patient. The patient was taken to the emergency room. Action against the bleeding included flushing and bloodwork to rule out other causes. The bleeding would not have been self-limiting. The emergency room doctor strongly believed the cause was the catheter. The reporter stated that this has happened 4 times in 2 months and cannot confirm any of the lot numbers or exact dates without checking with homecare nursing services. This latest event, the catheter was allegedly inserted on friday (B)(6), and on wed (B)(6), had fallen out due to the deflated catheter. Due to the previous alleged incidents, the nurses would stay for an extra hour or two to ensure the catheter is staying in place. The patient has an enlarged prostate and this appears to be the only catheter that has worked in four years with no trouble, until now. There have been no apparent changes to his medical condition to explain why catheters behave differently. Customer reports that no samples were kept but was advised to keep any should the event recur.